Event description:
It was reported that unstable speed occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the rotation speed was unstable. The set rotational speed was 180,000 but the maximum rotation speed went up to 200,000. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.